Event description:
The customer stated the coulter lh 750 hematology analyzer had leaked approximately two to three milliliters of diluted blood from the blood sampling valve (bsv). The fluid was contained within the instrument, with some fluid in the drip tray below the bsv. The leak had occurred over two days. This report represents the leak event that occurred on (B)(6) 2012. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) indicated that the sample line to the flow cell had a slight cut. One drop of blood/reagent mix was found on the floor. This gave the appearance that the leak was coming from the blood sampling valve (bsv). The fse replaced the tubing, and cleaned and adjusted the flow cell latron mean channels to assigned values. The system was then tested to ensure proper operation. Upon completion of the necessary repairs, the instrument was returned back into operation. The cause of the event was a cut in the sample line tubing to the flow cell. No discrepant results were generated for this event however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4). Associated mdrs: 1061932-2012-02213, 1061932-2012-02253.